Event description:
Procedure type: ventral hernia repair. According to the reporter: the sales rep confirmed item tem2015g. The surgeon was also using prolene sutures during the procedure. The pt bucked while under anesthesia and the surgeon noticed that the mesh had become torn 2cc x 2cm in the upper left hand corner of the mesh on the inside 1/2 cm from the edge. The surgeon used prolene sutures to secure and close the area and also used another small piece of tem2015g mesh to cover and reinforce the area. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the pt's cavity.

Manufacturer narrative:
Tracking number: (B)(4).